Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abnormal impedance measurements on the left ventricular (lv) lead channel. The lv lead showed intermittent oversensing additionally, lv pacing impedance had fluctuated significantly, initially elevated and later stabilizing at abnormally low levels raising concern for progressive lead degradation. No adverse patient effects were reported, and the device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abnormal impedance measurements on the left ventricular (lv) lead channel. The lv lead showed intermittent oversensing additionally, lv pacing impedance had fluctuated significantly, initially elevated and later stabilizing at abnormally low levels raising concern for progressive lead degradation. No adverse patient effects were reported, and the device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.